Manufacturer narrative:
Model # - this issue affects the following releases: 2010-01 and 2010.02. Cerner has not received communication on any adverse pt events as a result of this issue. Cerner distributed an initial cirb on feb. 11, 2011 to communicate the software modification. This was followed by priority review flash notification on feb. 18, 2011 to all potentially impacted client sites. The software notification includes a description of the issue, the two software medications available via packages 49825 and 49969 and an additional software modification that is being developed to address the issue for all sites that could be potentially impacted. Cerner corp. Will provide a f/u report when the software modification is available.

Event description:
The issue involves cerner millennium powerorders and affects users that utilize the powerorders pvorderoblib.dll to create inpatient orders. In cerner millennium, when the user modifies a task-based order, duplicate medications administrations or pt care tasks can be created for those tasks prior to the date and time of modification. Pt care could be adversely affected as clinicians may administer a medication that was incorrectly created in the past and listed as overdue.